Event description:
Pt reported that were two bolus amounts of 0.5 u in their device's history that were delivered, but were not programmed in by the pt. The pt's blood glucose was affected (blood glucose=50 mg/dl). Pt self-treated low blood glucose by eating/drinking.